Manufacturer narrative:
This complaint is not reportable as there was no patient contact and does not pose a risk to the patient.

Manufacturer narrative:
It was reported by the dental lab that the screws did not fit the titanium inserts. It was stated that the screw head was too narrow to maintain position when the screw is tightened. This was a laboratory procedure and no patient was harmed. There was patient involvement in this incident. However, if similar incident were to occur, there is slight risk to the patient. The DHR was reviewed and no discrepancies were noted. The device is under investigation and evaluation. A follow up report will be submitted upon completion of the investigation of the returned part.

Event description:
This report is addendum to the MDR report number 3002195199-2017-00041. It was reported that the titanium screws did not fit titanium inserts. It was stated that the screw head was barely engaging the abutment screw vent and appeared as if it would pull through the hole if torqued into an implant or an analog. However, this was a laboratory procedure without any patient involvement.